Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to tighten to the pump, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked and the returned battery had stripped threads per the complaint. The damaged battery cap was unable to maintain electrical connection when placed on the pump; intermittent power issue duplicated using the damaged cap. A test cap was able to secure properly to the pump and maintain electrical connection during the 12- duration testing. No power interruption was duplicated with the test cap on the pump.